Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient received repeated occlusion alarms throughout the night and did not acknowledge them. She was at the school that morning when she felt nauseous and called her mother. Her mother noticed occlusion alarms on the pump and took the infusion set off and noticed that the canula was kinked. To treat this issue, they delivered a bolus via the pump, multiple daily injection, consumed carbohydrates and had glucagon injection. Therefore, her mother took her to the emergency room, where she was then hospitalized in the intensive care unit with blood glucose level of 24 mmol/l and her ketones were 3.8 mmol/l. The patient also experienced diabetic ketoacidosis and during hospitalization she was administered fluids, saline, insulin, and an unspecified drug intravenously (drug name unknown). Moreover, the hospital kept her on the insulin pump and gave her 1 bag saline which resolved the issue. On (B)(6) 2022, at 7:00 pm she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.